Event description:
It was reported that patient's l5 drg lead migrated and experienced ineffective therapy. As a result, surgical intervention took place wherein the l5 lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.